Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, when a nurse peeled the outer tyvek sheet, it was delaminated.

Event description:
It was reported that, during a tha, when a nurse peeled the outer tyvek sheet, it was delaminated.

Manufacturer narrative:
An event regarding alleged packaging issue involving a hip screw was reported. The event was confirmed through the inspection of received image. Conclusion: it was reported that during a tha, the outer tyvek sheet was found delaminated. The device was not returned. Visual inspection of the received image noted that tyvek sheet was partially attached to the blister on one of the edges. The exact cause of the event could not be determined because the device was not returned to stryker orthopaedics. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.